Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states joystick mono port got damaged when egg switch got ripped out of it. Mono port no longer functioning. MDR filed.